Event description:
The duett pro device was deployed after a interventional procedure in the right common femoral artery. After the procedure the pt experienced a drop in blood pressure and was diagnosed with a retroperitoneal bleed. The pt was treated successfully with 2 units of packed red blood cells. The event was resolved.